Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer stylus did not align with the cursor. The dispaly flex cable was disconnected and reconnected and the issue was resolved. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer stylus pen would not communicate with the display screen. The programmer was returned for service. No patient complications have been reported as a result of this event.